Manufacturer narrative:
Concomitant medical products: esbf2814c103e stent graft, implanted: (B)(6) 2018, etlw1616c93e stent graft implanted: (B)(6) 2018, etlw1616c124e stent graft implanted: (B)(6) 2018. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.